Event description:
It was reported that the patient, who had an implantable cardioverter defibrillator (ICD) system, is deceased and was found dead at home. The device system has not been returned and the coroner has requested device analysis when received. The cause of death is unknown.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). D354vrg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011.